Event description:
It was reported that the cuff lost air pressure after 1-2 hours of use. The tube was removed within the first day and the pt was re-cannulated with another tube.

Manufacturer narrative:
The lot number is unk therefore the date of MFR can not be determined. The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.